Event description:
Customer called to report that the unicel dxc 800 synchron system creatinine module (crem) generated 221 erroneously high patient results. However, customer would only provide two examples, one of which was within instrument precision claims. On the same day, the field service engineer (fse) inspected the instrument and found that the reagent syringe in the module was leaking. The fse replaced the reagent syringe, which resolved the issue. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that the results were amended prior to patient treatment; therefore, patient treatment was not affected. Customer also stated that no one was harmed by or exposed to the leak.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(6).